Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. Under fluoroscopy, lead seen to be located in right atrium rather than cs/branch. No capture seen with high output lv pacing. The lead was turned off and lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lv lead had increased in impedance and stayed at the higher level.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Additionally, the outer insulation of the lead was observed to have blood ingression.